Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. (B)(4). A buried bumper is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in israel underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2021, the patient went to a clinic for a peg tube replacement and was found to have a buried bumper. The peg tube was unable to be replaced. It was decided to leave the peg tubing in place in order to continue to receive duodopa. The patient did not experience pain.